Event description:
It was reported that the device's charge button fell off the hard paddles and could not be found. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and pricing for a replacement charge button. It was later confirmed by the costumer that they had received the new charge button and replaced it. Proper device operation was then observed through functional and performance testing. The device was placed back into service.